Manufacturer narrative:
The cast cutter blade subject to this event was not returned to the MFR for eval. The blade part number and lot number has not been provided to permit further investigation. The IFU for the cast cutter blade has a warning which states, "cut with an up and down motion. Straight cutting may cut or burn the pt". The root cause is undetermined. The handpiece associated with this MDR is as follows; part number: 0940000000, (B)(4).

Event description:
It was reported that while removing a cast from a small child, the pt received a cut to the hand from the cast cutter blade. It was also reported that the pt received three stitches to control the bleeding. No further info has been provided.